Manufacturer narrative:
Concomitant medical products: (B)(4) shell porous w cluster holes, (B)(4). (B)(4) bone screw self-tapping, (B)(4). (B)(4) liner elevated, (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information.

Event description:
Patient was revised approximately 6 years post-implantation due to pain, elevated metal ion levels and limited mobility. During the procedure, all components were removed and replaced and a polyethylene liner was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision of a hip arthroplasty after reporting pain.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. DHR review indicated the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. The device was used for treatment. Surgical notes were not provided. With the information provided a specific root cause could not be determined with certainty.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed via op-notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.